Event description:
Dexcom g6 sensor error - used in combination with tandem insulin pump. Called both tandem and dexcom - neither company was willing to take the adverse claim or to investigate despite the fact that the last 5 sensors have failed. Something has significantly changed and due to their quality agreement - dexcom says tandem needs to take the claim and tandem says that it is a dexcom issue and they need to take the claim. I wonder how many failures are occurring where people give up and don't report because of this obviously flawed system. The only thing either company is worried about is giving a replacement - not understanding the nature of the issue, getting back the product or investigating and driving to root cause. Someone needs to investigate the high rate of failures and what has changed. But, if you can't as a pt even file an adverse event with either company - then how will the product ever get fixed. I rely on these two products to keep me alive and to have a normal life - but they are failing to live up to their obligations. I am hopeful that the FDA can help and ensure that appropriate steps are being taken to investigate the issue, drive to root cause and ultimately fix the issue by putting in place appropriate corrective and preventative actions. Failure of dexcom sensor. FDA safety report ID# (B)(4).